Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing a neuro-interventional procedure, which was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shut down unexpectedly. A review of the log file showed multiple process-crashing errors from the suite pc. Upon troubleshooting, to resolve the issue, the fse reinstalled the complete suite pc software, restored customer settings and protocols, calibrated the tube adaptation for the frontal stand, and verified system functionality with no further errors. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown unexpectedly multiple times. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.